Event description:
It was reported that the unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: needle blocked

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: sample was received and an investigation was performed. A wire test was performed: the wire passed through the cannula, however, there was a small, crystallized residue observed at the tip of the wire after being through the cannula. Under the microscope, the residue appeared to be crystalized insulin from prior use. No DHR review can be carried out as lot number is unknown. Embecta was able to duplicate or confirm the indicated issue and based on the trend analysis no further action is required at this time. The possible root cause of the needle clog appears to be user related. The crystallized insulin found indicates prior usage and would be the cause for improper flow through the pen needle. Complaints received for this device and reported condition will continue to be tracked and trended.